Event description:
It was reported that at the last clinic follow up visit, the ventricular lead had a decrease in r-wave signal. The lead remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).